Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet mobile application displayed a scan error when attempting to pair with a freestyle libre 3 plus sensor, after which the user closed and reopened the application and successfully scanned the sensor, leading to sensor warmup. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included remote troubleshooting and user education to close and relaunch the application and attempt the scan again. Investigation of this case revealed that the sensor scan error was resolved through standard app restart and reattempt procedures, consistent with a transient software or connectivity issue between the application and sensor during scan initiation. It was concluded, based on previously established findings for similar reports, that the cause was user interface or usability-related interaction with software that was addressed through routine troubleshooting.